Event description:
It was reported that bd precisionglide¿ needle had no lot number. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: seven photos were provided for evaluation. The photos show the case box, the case label, shelf boxes and shelf labels. Also it is shown a shelf box where the printing is incomplete, it doesn¿t have the linear bar code and the batch number. Therefore failure mode is verified. This was due to a variation during the multivac package printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had no lot number. No serious injury or medical intervention was reported.